Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00950. It was reported the patient experienced ineffective stimulation after a fall. Diagnostics revealed 7 of 8 electrodes were abnormally high. Field representative met with the patient and attempted to reprogram around the lead. Subsequently, the leads were explanted and replaced on (B)(6) 2019. Therapy was restored to the patient post-operatively.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00950.